Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was not confirmed; no defect was found. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes one malfunction event, where it was reported the cot tipped. It is not known if there was patient involvement.